Manufacturer narrative:
Correction: h6.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital for feeling full with a large stomach. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient went to the hospital due to abdominal discomfort and distention. The patient underwent an abdominal computed tomography (CT) scan and several abdominal x-rays (specifics not provided), which all returned negative. Additionally, the patient¿s pd catheter (not a fresenius product) placement and patency were evaluated and found to be in proper working order. The patient was kept overnight for observation and released the following morning. The pdrn confirmed the patient¿s replacement cycler arrived (date not provided) and since then, the patient has not experienced any drain complications. The pdrn believes the liberty select cycler was not draining the patient properly, as evidenced by the negative clinical findings and improved efficacy with the replacement machine. Additional information was requested, however pdrn declined to provide.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital for feeling full with a large stomach. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient went to the hospital due to abdominal discomfort and distention. The patient underwent an abdominal computed tomography (CT) scan and several abdominal x-rays (specifics not provided), which all returned negative. Additionally, the patient¿s pd catheter (not a fresenius product) placement and patency were evaluated and found to be in proper working order. The patient was kept overnight for observation and released the following morning. The pdrn confirmed the patient¿s replacement cycler arrived (date not provided) and since then, the patient has not experienced any drain complications. The pdrn believes the liberty select cycler was not draining the patient properly, as evidenced by the negative clinical findings and improved efficacy with the replacement machine. Additional information was requested, however pdrn declined to provide.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover, on the safety clamp, and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. No fluid leaks in the test cassette during the treatment test. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump assembly, and behind mushroom heads a & b. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse event(s) of abdominal distention and discomfort. The cause of the patient¿s adverse events is unknown; therefore, causality cannot be established. However, per the reporting pdrn, it was alleged the liberty select cycler was not draining the patient properly, as evidenced by the negative clinical findings and improved efficacy with the replacement liberty select cycler. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse events. However, given the allegation made by the pdrn, the lack of treatment data, the lack of a discharge summary, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital for feeling full with a large stomach. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient went to the hospital due to abdominal discomfort and distention. The patient underwent an abdominal computed tomography (CT) scan and several abdominal x-rays (specifics not provided), which all returned negative. Additionally, the patient¿s pd catheter (not a fresenius product) placement and patency were evaluated and found to be in proper working order. The patient was kept overnight for observation and released the following morning. The pdrn confirmed the patient¿s replacement cycler arrived (date not provided) and since then, the patient has not experienced any drain complications. The pdrn believes the liberty select cycler was not draining the patient properly, as evidenced by the negative clinical findings and improved efficacy with the replacement machine. Additional information was requested, however pdrn declined to provide.